Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer found bent tips close to the dispense port when the event happened. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered an incorrect setting of the "pick up a tip" alignment, and performed a mechanical adjustment of the sample probe. The cause of the discordant results is unknown. Instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low vitamin d, thyroid stimulating hormone (tsh), and prostate specific antigen (psa) results were obtained on patient samples on an advia centaur xpt instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher and matching with the patients previous results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.